Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screw presents no manufacturing defect. Everything conforms to specifications. Screw no. 1: screw inspection revealed a rupture combining both torsional stress and perforation at the base of the screwdriver recess mark. In the absence of several elements regarding the circumstances surrounding this screw rupture, the hypotheses that could explain said rupture include the following: the surgeon probably applied a pushing force on the screwdriver in addition to screwing. The screw being only moderately driven by the screwdriver at the entry cone portion of the screw rendered this area more vulnerable to torsional stress. The combined forces of screwing and compression exerted on the screw tip which was only partially inserted in the tunnel caused the screw to rupture. The screw was not perfectly introduced along the tunnel axis. The screw entry cone was jammed against the cortical bone, and continued screwing deformed the cylindrical portion of the screw which was driven by the screwdriver, causing torsional stress at the junction point where the guide pin guiding area meets the screwdriver recess. The tip of the screw being jammed, the torsional stress was greater than the yield point of duosorb, which caused the screw to rupture. In order to limit the risk of encountering this type of defect, it is preferable to tap the cortical bone and to absolutely avoid exerting a pushing force on the screw with the screwdriver. Tapping improves adhesion to the thread and penetration through the cortical bone, and shapes the graft, which limits the risk of damage. Screw no. 2: the shape and location of the fracture is typical of a rupture in torsion. In the absence of several elements regarding the circumstances surrounding this screw rupture, the hypotheses that could explain said rupture include the following: while it was being screwed in, the screw produced a trajectory which diverged from the tunnel, which generated a great deal of flexural and torsional stresses within the body of the screw, and particularly while traversing the cortical wall and upon inserting the cone of the head inside the tunnel. These stresses caused screw recess deformation, which is almost inexistent at the tip of the screwdriver and maximal at the head of the screw. This deformation is thus greater than the yield point of duosorb, which causes the screw to rupture. The fact that the tunnel ø was < than the ø of the screw caused friction along the entire surface of the screw while passing through the cortical wall, and this friction caused a deformation of the screw recess: the deformation is almost inexistent at the tip of the screwdriver and maximal at the head of the screw. This deformation is thus greater than the yield point of duosorb which causes the screw to rupture.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. 2 screws broke during surgery.